Manufacturer narrative:
Date of event: (B)(6) 2019 was used based on aware date as no event date is provided.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. No patient complications were reported.